Manufacturer narrative:
No sample was returned for evaluation. A review of the device history record for the reported lot number found nothing that could cause or contribute to the reported event. The instructions for use which accompanies each device states the following: adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Event description:
It was reported by the pt's attorney that as a result of having the product implanted the pt has experienced significant mental and physical pain and suffering, and has sustained permanent injury and substantial physical deformity.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced incomplete healing of anterior vaginal mesh, vaginal mesh erosion requiring surgery, vaginal bleeding, serious discharge, bladder outlet obstruction, persistent urge incontinence, urinary frequency, recurrent urinary tract infections, and cystitis.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced mesh erosion through the rectum.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced recurrent vaginal odor, possible wound infection, vaginal extrusion with removal x2, recurrent vaginal infections, loss of urine with coughing, sneezing, urgency, nocturia, persistent stress incontinence, intrinsic sphincter deficiency, incomplete bladder emptying, exposed vaginal mesh (posteriorly and anteriorly), a urethro-vaginal fistula with repair, transvaginal urethrolysis, excision of polypropylene mesh sling, pubovaginal sling with autologous rectus fascia, repair of posterior vaginal wall mesh extrusion and rectovaginal fistula with excision of mesh from rectal lumen, inability to void requiring self-catheterization, mild hypospadiac urethra, areflexic bladder, reduced bladder capacity due to detrusor overactivity, a reduced urinary flow rate, bladder neck opened partially during voiding, narrowing of urethra, poor urethral relaxation during voiding, pressure and burning with urination, dysuria, back pain, interstim implantation with revision, overactive bladder syndrome, leg pain, insertion of new interstim lead, a fall in immediate post op period with poorly functioning interstim afterwards, vaginal yeast infection, vaginal discomfort, hematuria, suprapubic pain and removal of interstim.